Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with label damage, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that they performed self-test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.